Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the mastoidectomy, the facial nerve monitor began to alarm uncontrollably. At the time, user where not close to the nerve. User would soon start nerve dissection so rebooted the system. Still the alarm was going off unabated. User started a new case ¿ same result. Unplugged the leads and replunged them ¿ same result. Then plugged in the cord and the background quieted down but still inappropriately alarmed randomly throughout the rest of the case every 10-20 seconds. From that point onward, user not operating using a nerve monitor, because, at the end of the days, product doesn¿t work as intended. Procedure extended by 10 minutes. The procedure was completed with the reported product. There is no patient impact.

Manufacturer narrative:
H3: product analysis found that the no fault was found. H6: additional information suggest that b17 and c20 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.